Manufacturer narrative:
(B)(4). To date the device has not been returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? What was the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative fluid build up? What is the patient¿s current status? What is the users experience w/ surgicel powder and other hemostatic agents?

Event description:
It was reported that a patient underwent a parathyroidectomy procedure on an unknown date and absorbable hemostat was used. Several days later the patient has developed a large buildup of fluid in her neck. They fluid was aspirated, but not sent for analysis. The physician described the fluid as a pus-like color, but doesn't appear to be an infection ¿ no inflammatory markers, no fever etc. The patient feels well apart from huge amount of fluid buildup. He believes this is an abnormal reaction and is due to the absorbable hemostat. No adverse patient consequences were reported. Additional information was requested.